Event description:
It was reported, that a malfunction alarm occurred. Reportedly, the customer received radiation therapy, and the pump was exposed prior to the malfunction alarm occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump, transmitter, or sensor to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, other exposure to radiation".